Event description:
Per the customer, an incorrect amount of sponges showed on the device as being involved in the case. The customer did a manual count to ensure no sponges were left in the patient. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, an incorrect amount of sponges showed on the device as being involved in the case. The customer did a manual count to ensure no sponges were left in the patient. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.